Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of inflammation, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Patient reported left side rupture, pain, and "burning sensation." Healthcare professional reported fever, "thoracic pain," "signs of rupture," lobulated contours, folds, ¿peripheral radial creases¿, ¿small volume of homogeneous liquid between the device and fibrous capsule," and ¿discrete edema of adjacent background." Treatment with antibiotics and inti-inflammatories were given. The device has been explanted "due to inflammation." The events of ¿thoracic pain¿ and ¿fever¿ are not device related.